Event description:
Event description guidant received information that this implantable right venticular endocardial lead displayed loss of capture with normal sensing. The patient had good left ventricle capture.